Event description:
Based upon the implant date of the lead, it was implanted after the used by date.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# unknown, implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v206246, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v206246, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).